Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When over-drilling with the recessed cutters, abrasion was detected in the anchorage system. There were no special measures to complete the medical procedure successfully. The abrasion was only removed.

Event description:
When over-drilling with the recessed cutters, abrasion was detected in the anchorage system. There were no special measures to complete the medical procedure successfully. The abrasion was only removed.

Manufacturer narrative:
Correction: section concomitant medical products and device evaluated by MFR. The reported event that cross-plate reamer anchorage was alleged of 'device damaged' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated. H3 other text : device was discarded